Event description:
It has been reported to philips that the system did not complete the boot up sequence. It froze at the 0:00 countdown screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system did not complete the boot up sequence, it froze at the 0:00. Upon troubleshooting, the philips remote service engineer (rse) checked the system logs remotely and found errors in the logs related to the host not detecting the flexvision pc during bootup. To resolve the issue, the rse suggested the biomed engineer to replace os disk/app and reload the software. After repairs the device returned to good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.